Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 90% stenosed, de novo lesion in the left anterior descending (lad) artery. A 3.5x18mm xience prime drug eluting stent (des) was advanced to the lesion and implanted. After post dilatation was performed, a distal edge dissection was noted. A 3.5x15mm xience prime des was implanted to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.